Manufacturer narrative:
A new pressure sensor assembly was installed and this corrected the problem. Re-ran service software after repair. Unit passed all functional tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer requested pm. During testing found pressure out of range. No patient involvement as it occurred during testing.